Event description:
A customer contacted beckman coulter inc (bec) to report recovering a hgb blank voltage error message on their act diff instrument. The customer reported that a drop of diluent had leaked from the probe after completion of a startup and was not contained within the instrument. On the day of the event, a customer technical specialist (cts) assisted the customer via telephone, to adjust the hgb voltage and restart the instrument. When the start-up cycle was completed, the customer noted a drop of diluent had leaked from the probe at the end of the cycle. The customer was instructed to remove and clean the probe wipe, which resolved the leak. The operator cleaned the spill using good laboratory practices and wore gloves at the time of the incident. Instrument was restarted the customer did not note any leaks. Patient results were not impacted by this event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed or associated with this event. The customer did not review the msds; however, the facility has an exposure control or risk management plan in place.

Manufacturer narrative:
Failure mode for the leak was related to the probe wipe which needed to be cleaned. (B)(4).